Event description:
Complainant alleged that while monitoring a 48 year-old male pt who was in a state of induced ventricular fibrillation while "having a defib implanted", the device reported a "low batt" message and momemtarily shut down. The clinicians were able to obtain another device to monitor pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.